Event description:
It was reported that an ilet insulin pump developed a cracked or otherwise nonfunctional screen that prevented unlocking and normal use, and a replacement device was shipped to the user. Symptoms included none reported related to blood glucose, and the user remained on backup therapy with blood glucose not impacted. Outcomes included device interruption and the need for device replacement. Investigation included collection of user account of the event and coordination for return and evaluation of the damaged device. Investigation of this case revealed user inability to identify a precipitating event and confirmed a damaged screen with loss of usability. It was concluded that the device experienced a screen failure resulting in loss of function, with no reported patient injury.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.